Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 02.feb.2007. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cannulated stardriver screwdriver tip broke while the surgeon was attempting to remove a 3.0 headless screw from a patients talus bone during a revision surgery. Broken tip fragment was retrieved with no harm to the patient. Surgery was completed successfully. This report is for 1 items. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A product development investigation was performed for the subject device (cannulated stardrive screwdriver shaft, part number 03.226.004, lot number 2204607). The 03.226.004 cannulated stardrive screwdriver shaft is an instrument routinely used in 01.226.002 3.0mm headless compression screw instrument and implant set. The subject device was returned for the complaint that the tip broke during surgery. This condition is confirmed; a spiral fracture surface begins approximately five millimeters distal from the last step of the driver ending in a jagged tip. It is likely that over nine years of consistent use has led to this complaint condition. The device was manufactured in 2/2007 and is over nine years old. The balance of the returned device is in otherwise fair condition with some markings and signs of wear along its length. The subject device drawing was reviewed and was determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. A root-cause could not be definitively determined; however, it is likely that over nine years of consistent use has led to this complaint condition. Patient initials are unknown. This field was populated in error as ¿ni¿ for no information on the initial medwatch report #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.